Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. This is additional info reported under (B)(4).

Event description:
Revision of optetrak knee components. Reason for revision was tibial subsidence. This event was disclosed through active surveillance. Index surgery was (B)(6) 2008.